Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a burn-like irritation under the electrodes. The areas were itchy. The patient's physician prescribed the patient a cream to use. After using the cream, the patient reported that the irritation had improved.